Manufacturer narrative:
(B)(6). Lot number - the customer reported lot number h14518031; however, this lot number is not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the alarm was use error, patient connected patient extension after priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during initial drain of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that they had attached the patient line extension to the setup after priming. The technical services representative assisted the patient in clearing the alarm and reviewed proper procedures with the patient. The patient planned to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.